Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 110031399, mini tray std cocr +0 offset, lot # 64396704; catalog #: 113046, versa-dial 46x24x47 hum head, lot # 686720. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00840, 0001825034-2021-00865. Discarded.

Event description:
It was reported that this is the second revision, and the patient is a chronic dislocator patient and is wheelchair bound. She has had multiple surgeries. This revision she was revised to a hemi. The glenosphere was explanted that disassociated from baseplate. The baseplate and humeral tray were explanted. Attempts have been made and there is no further information at this time.